Event description:
Device history record was reviewed, no event linked to the reported issue was observed. No device log was provided therefore no review could be performed. The reported device was not sent back to brézins for investigation but was repaired by UK service center. Pressure sensor was replaced to solve the reported issue and device was returned to customer. Defective sensor was sent back for further investigation. Upon inspection and functional testing, it was found that the sensor had a component reliability issue (blockage of the stainless steel plunger). This is deemed to be a supplier issue. Sensor has been sent to the supplier for further investigation. A CAPA has been opened on defective pressure sensors. This complaint is valid. To our knowledge no patient consequences have been reported. The trend is abnormal and reported risk is lower than estimated risk.

Event description:
Defective pressor sensor.